Event description:
It was reported that the access door would not unlock due to a broken handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.